Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated describe event or problem b5.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with distal perforation of the corpus cavernosum. The ipp was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with distal perforation of the corpus cavernosum. The physician felt revision is necessary, but there has been no surgical intervention reported at this time. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with distal perforation of the corpus cavernosum. The physician felt revision is necessary, but there has been no surgical intervention reported at this time. There were no additional patient complications reported.